Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device, and the reported issue was not duplicated by a test run performed, no abnormality was confirmed, no fault found. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not go into standby mode. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.